Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was not working correctly and calibration was not possible. There was no patient involvement. It was further reported that the programmer was returned for service.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment as there was a deviation between the stylus and the cursor on the screen (diagonal from the lower left to the upper right corner). The xy-board (display/touchscreen) was out of specification. It was also noted that there was a cut in the cable from the stylus and the overall shielding was visible but the stylus was working correctly, the cooling fan was noisy and there was a cut in the cable from the radiofrequency (rf) head and the overall shielding was visible but the rf head was working correctly. All found defective parts were replaced and all other identified issues were resolved. The software was re-installed and updated to the newest version. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.